Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a drill bit broke during an arthroscopic disposal knee procedure. The broken pieces could not be located visually during the operation. X-rays were taken and confirmed that the pieces remained in the soft tissue of the patient. A follow-up arthroscopic procedure will be performed to remove the imbedded pieces. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifier and weight are unknown. Additional product codes for this report include: gfa, gff, and hsz. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.